Event description:
It was reported that during attempted implant of a dual chamber pacemaker system, the physician stuck for the subclavian vein and the wire under fluoro showed it going into the right atrium (ra); both leads were placed without difficulty through use of the safe sheaths. However, the leads appeared to have gone into the vein; out of the vein into the artery; out of the artery and back into the vein. When the physician was ready to hook up the device after successful implantation of the ra and right ventricular (rv) leads, there was bleeding noted in the pocket. Pressure was held followed by a series of things in an attempt to find the cause of the bleeding. The decision was made to stop the implant and the patient was transported to another facility that could provide surgery back up. The ra and rv leads were still in place and the incision covered. The ra and rv leads were extracted and a stent was implanted in the artery that was causing the bleeding.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The patient later received a right sided system implant. No further patient complications have been reported as a result of this event.